Event description:
The customer reported via phone call that she had been hospitalized twice in one week, due to high blood glucose in the 600 to 699 mg/dl range. The customer stated she was constantly needing to give herself injections to bring her blood glucose down, and the insulin pump did not seem to be doing so. Customer declined to be transferred for troubleshooting, stating she would call later. Three attempts were made to follow up with the customer for further hospitalization details. Two voicemails were left, and on the third attempt, the customer stated she was at work, and was advised she could call back.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.